Event description:
It was reported to boston scientific corporation that two flexima biliary stent systems were used during a biliary drainage procedure on (B)(6), 2011. According to the complainant, during the procedure when the user attempted to deploy the first stent, the inner catheter tore/broke (the subject of manufacturers report # 3005099803-2011-04605). As a result, the stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. A second stent was then attempted to be deployed; however, the inner catheter tore/broke (the subject of manufacturers report # 3005099803-2011-04606). As a result, the stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that two flexima biliary stent systems were used during a biliary drainage procedure on (B)(6) 2011. According to the complainant, during the procedure when the user attempted to deploy the first stent, the inner catheter tore/broke (the subject of manufacturers report # 3005099803-2011-04605). As a result, the stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. A second stent was then attempted to be deployed; however, the inner catheter tore/broke (the subject of manufacturers report # 3005099803-2011-04606). As a result, the stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the guide catheter was unbroken, but was stretched and kinked. The stent remained securely attached to the delivery system and the suture was found to be twisted around the delivery system. The working length of the guide catheter measured approximately 270 cm, specification is 199 cm ± 1 cm. The working length of the returned device not meeting specification is due to stretching from excess force during the attempt to deploy the stent. The guide catheter presented suture strangulation marks indicating the suture most likely wrapped around the guide catheter during the procedure. Additionally the push catheter suture hole was found to be torn most likely from tension on the suture during the attempt to deploy the stent. The stent was bent and curved most likely from return shipment. Device analysis determined that the condition of the returned device was not consistent with the complaint incident, as the guide catheter was intact, but was consistent in that the stent failed to deploy. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device¿s performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of guide catheter broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.